Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load insulin into 3 cartridges. The fourth cartridge was successfully loaded. The customer stated that the syringe needle may have been the cause of the event. No reported damage was reported to the syringe needle. The customer's blood glucose level was not impacted.